Manufacturer narrative:
(B)(4). Concomitant medical products: m2a-magnum pf cup 52odx46id, # item us157852, lot 778900; m2a-magnum 42-50mm tpr insrt-6, # item 139252, lot 931680; integral/xlat por profile 10mm, # item x11-170310, lot 649010. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision procedure approximately ten years post initial surgery due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.